Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 401 mg/dl, 306 mg/dl, 119 mg/dl, and 210 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder would not work. No further information was provided by the hospital to the company representative. The product was returned.